Manufacturer narrative:
IT WAS REPORTED THAT "OUR SON ASSESSED THE ORIGINAL WALKER AND THE REPLACEMENT AND CONFIRMED THAT I PUT TOGETHER PROPERLY. HOWEVER, THE WHEELS ON BOTH UNITS HAVE THE SAME ORIGINAL PROBLEM. THE OUTER WHEELS ON BOTH LEGS DO NOT MAKE CONTACT WITH THE GROUND, THE INNER WHEELS WORK FINE, ALTHOUGH THEY TILT INWARD TOWARD EACH OTHER IN WHAT I CALL PIGEON-TOED". THERE WERE NO REPORTS OF DEATH, SERIOUS INJURY, MEDICAL INTERVENTION, OR FOLLOW UP CARE. IT HAS BEEN DETERMINED THAT THE REPORTED EVENT COULD CAUSE OR CONTRIBUTE TO SERIOUS INJURY IF IT WERE TO OCCUR AGAIN. IN AN ABUNDANCE OF CAUTION, THIS IS A REPORTABLE EVENT. IF ADDITIONAL INFORMATION BECOMES AVAILABLE THIS REPORT WILL BE REOPENED AND REEVALUATED.

Event description:
IT WAS REPORTED THAT "OUR SON ASSESSED THE ORIGINAL WALKER AND THE REPLACEMENT AND CONFIRMED THAT I PUT TOGETHER PROPERLY. HOWEVER, THE WHEELS ON BOTH UNITS HAVE THE SAME ORIGINAL PROBLEM. THE OUTER WHEELS ON BOTH LEGS DO NOT MAKE CONTACT WITH THE GROUND, THE INNER WHEELS WORK FINE, ALTHOUGH THEY TILT INWARD TOWARD EACH OTHER IN WHAT I CALL PIGEON-TOED".

Event description:
It was reported that the sterilization strip exploded while in the sterilizer.

Manufacturer narrative:
It was reported that the sterilization strip exploded while in the sterilizer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.